Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had accelerated battery depletion. The device was explanted and replaced. It was also reported that the right atrial, right ventricular, and left ventricular leads had reduced impedance. The leads remain in use. The patient was a participant in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.